Event description:
It was reported the pt (australia) lost a significant amount of weight. Surgical intervention was undertaken in (B)(6) 2012 to relocate the ipg pocket from the buttock to the stomach. It was reported an infection later developed at the ipg pocket. A subsequent surgical procedure was undertaken on (B)(6) 2012. Instead of explanting the original ipg, the physician decided to leave the device in its current location and implant a new ipg at a different location. The original ipg will be removed at a later date. The reported infection has since healed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.